Event description:
Description of event according to study, wce-1713: zenith alpha thoracic post market retrospective study: patent thoracic false lumen, with source of flow as primary tear, type ia entry flow type, reported on procedure imaging. Pre-procedure imaging revealed the proximal and distal necks each had a parallel shape with partial thrombus, no tortuosity, no occlusive disease, and no calcification. The right iliac had mild tortuosity, no occlusive disease, and no calcification. The left iliac had no tortuosity, no occlusive disease, and no calcification. The primary tear was in zone 3, first 2 cm distal to left subclavian. The most proximal location of the dissection was also in zone 3. The most distal location of dissection was in zone 4, end of zone 3 to mid descending aorta- t6. There was no secondary/re-entry tear. The intended proximal seal zone was zone 3 and intended distal seal zone was zone 5, mid-descending aorta to celiac. There were no procedures prior to the study procedure. On (B)(6) 2022, this 38-year-old female patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of the above zta device. The patient was marked as not hemodynamically stable. There was successful access of the target lesion and deployment of the zta graft in the intended location. There were no additional grafts or stents implanted. There was an additional procedure completed during the study procedure noted as , ¿laparotomy for rectal and sigmoid trauma repair.¿ blood loss during the procedure was 900 mls. The procedure angiography revealed the study devices were patent, the proximal location of dissection was zone 3 and distal location of dissection was the descending aorta, distal to the left subclavaian (lsa). The thoracic false lumen was patent. The source of the false lumen flow was the primary tear with flow type as type ia. The location of the graft material of proximal edge of most proximal component was zone 2, left common carotid (lcc) to lsa. The location of graft material of distal edge of the most distal component was above the celiac. There was no evidence of device issue at the completion of the procedure. The left subclavian artery was completely covered by graft fabric and it was not revascularized. The site noted in a query that, ¿due to hemorrhage, lsa was overstented.¿ there was no other imaging entered prior to the patient¿s death 1 day post-procedure. Additonal information: the patient experienced multi-organ failure on the day of the procedure which was unresolved at the time of patient death. There was no treatment and it was considered not related to the study device or study procedure. It was considered related to the treated aortic disease. The patient¿s trauma was considered to have caused or contributed to the event. The patient died (B)(6) 2022 from excessive trauma and shock. It was noted, ¿died from refractory hypovolemic shock due to extensive traumatic injury.¿ the death was considered related to the treated aortic disease and a preexisting condition prior to the procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during a zenith alpha thoracic post market retrospective study cook became aware of this event. On (B)(6) 2022, this 38-year-old female patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-26-105 (complaint device). Proximal location of dissection was zone 3: first 2cm distal to left subclavian and the most distal location of the dissection was end of zone 3 to mid descending aorta - t6. Pre-procedure imaging revealed the proximal and distal necks each had a parallel shape with partial thrombus, no tortuosity, no occlusive disease, and no calcification. There was successful access of the target lesion and deployment of the zta graft in the intended location. The most proximal location of the graft material was zone 2, left common carotid (lcc) to left subclavian artery (lsa). The location of graft material of distal edge was above the celiac. There was no evidence of device issue at the completion of the procedure. The left subclavian artery was completely covered by graft fabric and it was not revascularized, it is reported that the lsa was covered due to hemorrhage. The procedure angiography revealed the study devices were patent and the thoracic false lumen was patent. A source of flow as primary tear (zone 3, first 2 cm distal to left subclavian), type ia entry flow, is reported on the same day as the procedure (from procedure imaging). There was an additional procedure completed during the study procedure noted as , ¿laparotomy for rectal and sigmoid trauma repair.¿ blood loss during the procedure was 900 mls. The patient experienced multi-organ failure on the day of the procedure which was unresolved at the time of patient death (1 day post-procedure). There was no treatment and it was considered not related to the study device or study procedure. It was considered related to the treated aortic disease. The patient¿s trauma was considered to have caused or contributed to the event. The patient died (B)(6) 2022 from excessive trauma and shock. It was noted, ¿died from refractory hypovolemic shock due to extensive traumatic injury¿. The death was considered related to the treated aortic disease and a preexisting condition prior to the procedure. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft. No imaging provided. Manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use and/or label. Per the instructions for use sent with this type of device, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Based on patient medical history and symptoms described, it is assessed that the dissection occurred because of a trauma to the patient. Possible cause for the reported failure is the dissecting anatomy which could have contributed to the reported type 1a flow through primary tear. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.